Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thyroidectomy, to cut the isthmus of thyroid gland needed to suture in the process of thyroidectomy. The needle holder clamped the needle when the doctor pulled out the needle. The top of needle was broken and fell to the ground. The nurse noticed it in time and replaced the needle. The operation continued to the end. There was no patient injury.